Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. All other measurements were reported normal. A revision procedure was performed wherein the lead was surgically abandoned and device explanted; both products were replaced. It was noted the physician suspected lead fracture to be the cause of the observed measurements as the device had previously been moved from a subcutaneous to subfascial position and they suspected the added stress on the lead caused the fracture. No adverse patient effects were reported.